Event description:
The customer contact reported when the stop key was pressed the delivery did not stop. It was reported the device was programmed to deliver an unspecified dosage of heparin. No specific programming parameters were provided. After an unspecified length of time, it was reported when the nurse went to unlock the keypad, the lockout toggle switch broke off while in the locked position. At that time, the nurse was unable to stop the delivery, the device would alarm "hard lock enable". It was reported that the nurse had to disconnect the patient from the device and the device was removed from clinical service. Therapy was resumed with a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. During testing at the user facility, it was noted the lockout position; therefore, the device could only be powered off by disconnecting the battery pack and unplugging the device from ac power. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found that the lockout toggle switch was broken off, however the lockout function was still operational. The broken lockout toggle switch was due to use in the customer environment. The device history was downloaded at the service center. A review of the device history found that on the reported event date (B)(6) 2014, the programming present in the history did not correlate with the customer's reported programming. This report represents all the information known by the reporter upon query by hospira personnel.